Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer's blood glucose levels ranged from the high 200s mg/dl to near 300 mg/dl. Reportedly, the customer primed out all the air bubbles, and resumed insulin delivery.